Manufacturer narrative:
Device 2 of 4. E1: complainant street address: (B)(6). Complainant country: taiwan, province of china. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: ¿ there were photographs associated with this case and in these, the reported defect can be seen. No unused return samples were available. Batch record revision results: lot 3g01405 was manufactured on 07/jul/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 25/jul/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction (pi) and recorded in manufacturing record (mr). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 25/jul/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 3g01405 lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect and as result two additional complaint were identified during this search as per work instruction (wi). Historical nonconformance review: on 25/jul/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect for the lot number 3g01405 and as result, no nonconformance / corrective action / preventive actions (CAPA) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm)-050 - determination of fluid uptake ¿ method 4. Frequency: test performed on the first, middle and last mix of each batch. Material to be tested: pressed samples. Trial period test: 24 hours. Specifications: avg. Not less than 3900g/m2/24 hrs. Preliminary investigation results: based on a thorough review of the involved processes, interviews with line personnel, and the expertise of the triage team, the following information was observed: - no additional complaints were found for malfunction "dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate," associated with batch 3g01405. - no nonconformance or corrective and preventive action (CAPA) records related to this malfunction were generated during the manufacturing process of the referenced lot. - the related absorption challenge testing is performed on the mass material. This test is conducted post-processing of the material in the mass 177a w/florarez ¿ 1738335. - a review of test method (tm) (determination of fluid uptake) for the corresponding subassembly lots (3f05271, 3f04804, 3f05269, 3f05270, 3g01065, 3g01066, 3g02243, 3g02244, and 3g02781) in mixers #2 & #3 showed acceptable results. - photographic evidence from record suggests that the dressings appear to have been cut. Upon further review of lot 3g01405 and its associated instructions for use (IFU), it is confirmed that part number 187955 was expected to be modified. - as of july 25, 2025, no remaining mku units for lot 3g01405 were available in the distribution center. - incoming inspection confirmed that no supplier corrective action requests (scars) were generated for this specific lot or any related part numbers, and no issues were observed. - annual testing results for the materials used in the manufacturing of this final product were reviewed, and all materials were found to be in conformance, with acceptable results. In conclusion, the preliminary investigation did not identify any root cause related to internal manufacturing processes. All internal evaluations confirm that processes were followed correctly, and no changes in transportation or testing could have contributed to the reported condition. This appears to be an isolated incident. Defect rate analysis: there have only been 9 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record for lot 3g01405 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect. No additional complaints were reported for lot affected related to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect. Based on this, no negative trend was identified. Based on preliminary investigation results, there is no objective evidence that other products are impacted, and the issue appears to be isolated. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 9618003. Manufacturing site: 9618003.

Event description:
The distributor reported that the dressing was unable to absorb the exudate. The photographs depicting the issue were received from the complainant.